Event description:
It was reported by the provider that the right side seat frame is bent inward and downward towards the middle of the chair. Paint is chipped where the crossbar meets the seat frame on right side. The provider states the device was in this condition when removed from the shipping carton, and is an out-of-box issue. No patient injury reported, no additional information provided.